Manufacturer narrative:
Device evaluation: visual and microscopic examination of the crimped stent revealed that the proximal edge of the stent had a strut lifted and bent back distally. No other damage was noted along the length of the device. The stent did not appear to have been subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 80% stenotic, de novo lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. The physician successfully deployed a 3.5x20mm veriflex stent in the lesion and then attempted to advance a 4.0x12mm veriflex stent to the lesion to overlap the successfully deployed stent. During advancement the physician encountered resistance and pushed and the mach I guide catheter backed out and the stent got caught on the guide catheter. The procedure was completed with a new mach I guide catheter and another 4.0x12mm veriflex stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 80% stenotic, de novo lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. The physician successfully deployed a 3.5x20mm veriflex stent in the lesion and then attempted to advance a 4.0x12mm veriflex stent to the lesion to overlap the successfully deployed stent. During advancement the physician encountered resistance and pushed and the mach I guide catheter backed out and the stent got caught on the guide catheter. The procedure was completed with a new mach I guide catheter and another 4.0x12mm veriflex stent. No patient complications were reported and the patient's status is ok.